Manufacturer narrative:
On (B)(6) 2016, a medtronic representative went to the site to test the equipment. The site¿s biomed technician had already replaced the motion batteries. The imaging system passed the system checkout and was found to be fully functional. No parts were returned to the manufacturer.

Event description:
A site representative reported that the imaging system was powering down between rooms. No patient was present during this event, so no patient demographics are applicable.